Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to disconnect tubing at the t:lock and fill it until drops of insulin were visible, walked them through loading a new cartridge, and helped them resume insulin therapy.